Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that every time the customer changed the cartridge, the customer noticed insulin on the back of the pump where the cartridge slides on/off of the pump. Reportedly, the customer changed the cartridge to address the event. The customer's blood glucose level was 240 mg/dl.